Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: alessandro aprato et. Al (2005), internal fixation of displaced proximal humeral fractures with locking compression plate, orthopedics and traumatology journal, vol. 56(n), pages 483-488 (italy). Purpose of the study: the aim of this article is to evaluate the results of open reduction and internal fixation of three- and four-part fractures of the proximal part of the humerus and the functional limitations of patients. A total of 17 patients (13 male and 4 female) with a mean age of 48 years (range, 17-73 years) were included in the study. Treated for 3- or 4-part fractures of the surgical neck humerus by means of reduction and synthes with screws and a low compression plate (lcp) plate. The mean duration of follow-up was 8.3 months. The following complications were reported as follows: a (B)(6) years-old patient had a plate removal due to loosening of the screws or pain at the implant site. A (B)(6) years-old patient had a plate removal due to loosening of the screws or pain at the implant site. 28% of patients had poor results in ucla shoulder scale. This report is for a (B)(6) years-old patient who had a plate removal due to loosening of the screws or pain at the implant site. This report is for unknown synthes screws. This is report 1 of 2 for (B)(4).